Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service sleep alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump black box and alarm history showed multiple cs 052 call service alarm communication errors occurred. The pump powered on properly with no alarms. The ez-prime steps were performed correctly with no cs 052 alarms received. The complaint of a communication call service alarm issue was shown in the pump history but was not duplicated during investigation. There was moisture corrosion observed in the battery canister and on the battery cap. A leak test failed due a keypad leak. The pump¿s cover was removed and moisture ingress found to the printed circuit board and the keypad connector.

Manufacturer narrative:
Correction to serial #.